Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited oversensing of noise resulting in inappropriate anti-tachycardia pacing (atp). The device was noted to have emitted beeping tones. The right ventricular (rv) lead was noted to have exhibited high out of range shock impedance measurements and noise due to suspected fracture. X-rays were completed, however no visible fracture was able to be seen. The lead was tested in clinic with noise able to be reproduced with the patient reportedly experienced nausea. Rhythmcare then recommended a system revision to ensure therapy remains available. This system remains in service. No adverse patient effects were reported.